Manufacturer narrative:
Other, other text: one cadd cassette reservoirs was returned for the evaluation of the reported leaking. There is not non-conformance or deviation related to the failure mode reported in the device history record, DHR, for finish good and component associated. Three pictures were attached for review, and the cassette can be seen without any visible damage or leakage. The one sample received was visually inspected at a distance of 12" to 16" under normal conditions of illumination. The sample unit did not present any damages, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Functional testing was performed where the sample was filled with 100ml of colored water using a syringe to detect any leakage. The sample presented leaks in teh join with the tube of the bag, thus the failure mode reported was confirmed. It was determined to be due to a manufacturing issue.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there was a leakage problem. The cassette was completely dry on the outside, and drops were appearing on the connection between the drain and the bag inside. It is unknown if there was a patient, or clinician injury associated with this occurrence.